Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI#: (B)(4). The event was confirmed with medical records received. Review of the available records identified the following : the patient underwent a left total hip arthroplasty. Zimmer biomet products were implanted without any complications. Subsequently, the patient developed infection and underwent a revision procedure. The left hip joint was septic and pre revision aspiration was positive for gram negative rods of serratia bacteria. During the procedure, there murky infected fluid and extensive scar tissue were observed. The wound was irrigated and debrided to muscle layer. The head and liner were revised with new zimmer biomet products. A wound vac was placed post wound closure. No other significant findings or complications were noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: m/l taper stem (00786401100, 63824065). Continuum acetabular shell (00-8757-048-01, 63978349). Versys femoral head (00-8018-032-02, 63600649). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00698. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision due to infection. The head and liner components were removed and exchanged. No additional information is available at this time.